Manufacturer narrative:
Meter (B)(6) has been returned and investigated using retained batteries and retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter's date and time were successfully set. The returned meter powered on button and retained test strips. Control solution testing was performed and no errors were observed during testing. All results were found to be within specification. Therefore, the issue is not confirmed. The dhrs (device history review) for the fs lite meter were reviewed and the dhrs showed the fs liter meter passed all tests prior to release. The dhrs (device history review) for the freestyle test strips were reviewed and the dhrs showed the freestyle test strips passed all tests prior to release. Retain testing was performed for freestyle strips, and all units performed in specification and passed. If the reported test strips are returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 384mg/dl and 95mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.